Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1ng90033, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot# va1leey013, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the lead was explanted and replaced on (B)(6)2019. The outcome of the event was noted to have been resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, lot# va1ng90033, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead, product ID 977a260, lot# va1leey013, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient suffered a fall on (B)(6) 2019. The surgery was done on (B)(6) 2019 and one lead was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1ng90033, implanted: (B)(6) 2018, product type: lead. Product ID: 977a260 ,lot# va1leey013, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of pain relief in their back and legs and had lead migration. An x-ray on (B)(6) 2019 showed the left lead had migrated caudally. It was noted that the patient¿s pain level was 7/10. The leads were going to be replaced. No further complications were reported or anticipated.